Event description:
User called into emergency support program (esp) line to discuss reasons for catheter restriction. User explained that he had just removed a balloon that continued to alarm catheter restriction. User wanted to know if there was anything that can cause or prevent catheter restriction. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4)